Event description:
It was reported the patient presented to the emergency room, it was noted that the patient had a vt that could not be terminated. It was observed that after all 6 possible therapies in vf were exhausted, the patient still had a vt. The cardiologist did a revision of the lead. All electrical measurement were normal. The cardiologist performed a dft test and the device terminated the vf and a vt.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.